Event description:
It was reported, the patient¿s implantable neurostimulator (ins) moved in their abdomen area six weeks post implant. It was stated, the patient had to go back into surgery and a pouch was placed to prevent the ins from moving. It was noted since the revision surgery, the patient had not had any issues and their stimulation was working great.

Manufacturer narrative:
Product ID: 3998 lot# v601346, implanted: 2011 (B)(6), product type lead product ID: 3998 lot# v601346, implanted: 2011 (B)(6), product type lead product ID: 3708260 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).